Manufacturer narrative:
Device evaluation: one sample was received. A visual inspection found the product in good condition and was able to be inflated and deflated. During the functional testing, the product was within specification but it was noted that it is slow to both inflate and deflate. The issue was found to be caused by the supplier. The DHR at supplier iawa has been reviewed and no abnormality was found.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff is difficult to inflate. It is very slow both to (inflate and deflate) compared to other et tubes with the same sku. No injury reported.